Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed door open when door was closed during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing ,door open alarm when door is closed" was not reproduced. A review of the event history log revealed "shut door - power off " messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The cause of the condition was determined to be the link screw and latch switches. The link screw and link switches requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.